Event description:
A female patient reported using renu with moistureloc multi-purpose solution and was diagnosed with a corneal ulcer. On 2/2006, the patient was presented to a physician's office with a very painful and tearing right eye. It was assessed as an infectious bacterial ulcer. No culture was taken. She was prescribed zymar q2h. The next day, the corneal ulcer was less than 1mm and superior (not in the central 4 mm of the cornea). Zymar was increased to q1h. The next day, she had intermittent pain and photophobia in the right eye. Xibrom was added bid. After a week, the patient still had eye pain and light sensitivity. The physician suspected recurrent erosion and pending resolution of the corneal ulcer. Refresh liquid gel and pred forte qid was added to her regimen. Three days later, her corneal ulcer had healed and her symptoms were resolving. Zymar was decreased to bid and pred forte was tapered off as directed. After a week, the patient['s right eye became better. Some corneal neovascularizatation was noted. No scar. The physician attributed the event to incorrect lens usage and not related to a specific product.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Also, the physician indicated that this event was not directly related to product use, but to incorrect contact lens usage. Based on all information, no causal factors can be determined, and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.